Event description:
Customer reported device = 440 mg/dl. Customer had a headache. Customer's spouse called emergency medical technicians (emt). Emt device = 29 mg/dl, fifteen minutes later. Emt gave customer glucose and was unable to stabilize glucose level. Customer was taken to the hospital emergency room (ER). ER device = 30 mg/dl. Customer was given another glucose IV and remained in the hospital for four days. Customer's insulin was increased from 10 units to 20 units per day. Control information was not provided. A request was made for return product and replacement product was sent.